Event description:
The physician placed a 3.5mm x 28mm dexamethasone stent in the proximal right coronary artery in 2003. The vessel had 100% stenosis, calcification and was 3.5mm in size. Predilatation was reported to be not performed. Once the stent was positioned, the balloon was inflated to 14atm for 30 seconds. There were no deviations observed with the balloon. It was reported "the stent was placed and deployed correctly." It is unk if post dilatation was performed. The pt remained in the hosp. Four days later the pt complained of chest pain. The pt returned to the catheterization lab. It was reported the pt was having a myocardial infarction and the distal end of the stent was funneling, but the proximal end was fully expanded. An unspecified manufacturer's stent was placed within the biodivysio stent to support the distal end and "well expand the artery." The physician did not provide any info regarding whether the stent funneling was related to the myocardial infarction. The pt remains in the hosp recovering from the myocardial infarction and the treatment drugs received.